Manufacturer narrative:
(B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) medical examiner with no information. Information identified in the manufacturer's database indicated the patient died approximately (B)(6) months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the medical examiner, the funeral home and the physician office were all unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.